Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported the petals on her tampon applicators were open and on one tampon the petals were bent. She did not use these tampons.